Event description:
It was reported that an unspecified number of bd ultra-fine¿ insulin syringes experienced scale marking issues. The following information was provided by the initial reporter, translated from japanese: this is a report about misaligned scale.

Manufacturer narrative:
Investigation summary: customer returned (573) 1/2cc, 12.7mm, 29g syringes in poly bags and shelf cartons from lot # 1337704. Customer states that the scale is misaligned. Thirty out of 573 syringes were tested using the plug gauge and all scale marking placements fell within specifications. A review of the device history record was completed for batch# 1337704. All inspections and challenges were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined as the issue is unconfirmed.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1337704; medical device expiration date: 31-dec-2026; device manufacture date: 03-dec-2021. Medical device lot #: 1347547; medical device expiration date: 31-dec-2027; device manufacture date: 13-dec-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ insulin syringes experienced scale marking issues. The following information was provided by the initial reporter, translated from japanese: this is a report about misaligned scale.